Manufacturer narrative:
Patient code: no code available ¿ additional procedure required. Device code: device operates differently than expected. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient presented a week after a drainage tube was placed and the hubs were sliding off/sliding back and forth on both neff 8.5fr¿s. To date, additional information regarding the patient, event and device have not yet been provided. As reported, this occurrence did not cause an adverse effect or harm to the patient.

Manufacturer narrative:
Additional information: brand name, catalog#. Common device name: catheter, nephrostomy, general & plastic surgery; procode: gbo. PMA/510(k): exempt. Additional information received clarified that per the physician, "my memory of the tube malfunction is that they were both multipurpose drains and the leak was where the hub is "glued" to the catheter." Additionally, the types of drains according to the rep that are thought to be related to this event are ultrathane mac-loc locking loop. Multipurpose drainage catheters. Since the lot number(s) are unknown, this MDR will cover both devices. Investigation: evaluation: a review of the documentation and visual inspection/dimensional verification of the returned devices was conducted during the investigation. The customer returned two 8.5fr mac-loc catheters. Catheter 1 was returned in 3 separate pieces: a non-cook adapter; the mac-loc hub, cap, and approximately 0.7cm of tubing; approximately 29.5cm of catheter tubing ending with pigtail curl. Catheter 2 was returned in three separate pieces: a non-cook adapter; the mac-loc hub and cap; a piece of tubing approximately 1.5cm in length beginning with flare and ending with a separation. Biomatter is present on both devices. Both mac-locs were returned in the locked position. There appears to be adhesive on the cap of catheter 1, possibly within the lumen. The lumen of catheter 1 appears undamaged, however there is a suture knot tied around the catheter approximately 18cm from the separation/cut. Catheter 2's flare was returned separated, out of round, and lopsided. Measurements cannot be accurately determined. Of note, inherent to the assembly process, the flare of the tube is compressed between the cap and adapter of the proximal fittings of the device. When separated , the flare would not conform to the original shape. Within catheter 2's cap there appears to be adhesive. It also appears that the customer attempted to glue the caps to the tubing on both devices. A leak test was unable to be performed on either catheter. The od of both catheter tubes were within manufacturing specification. The number of threads between the mac-loc and cap on catheter 2 is less than 2 and in spec. However, for catheter 1, there are 3 threads visible. This out of spec condition might be considered significant. However, both catheters were returned in an altered state. Additionally, a document-based investigation was performed. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints and have notified the proper personnel about this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.